Manufacturer narrative:
Batch review performed on 10 april 2018. (B)(4). Tibial insert fixed sphere flex #2/10 mm r reference 02.12.0210fr (k121416). (B)(4). Gmk-sphere tibial tray fixed cemented # 2 r reference 02.07.1202r (k090988). (B)(4).

Event description:
The patient came in complaining of pain 9 months after primary: she had a flexion contracture. The surgeon revised all hardware except the patella and implanted a ps system.